Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included parity 2 and urinary retention. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), back pain ("back pain/ back, l4 l5 s 1"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), colitis ulcerative ("gi conditions/ gastrointestinal or digestive system condition type: ulcer colitis"), depression ("hormonal changes/ hormonal changes describe: depression"), headache ("headaches,"), cauda equina syndrome ("nuero condit/prob/ neurological conditions or problems type: cauda equina syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), cystitis ("bladder infection / infection (bladder/ urinary tract/vaginal),"), migraine ("migraines /headaches"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain/ left and right side"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery and l4l5s1). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, colitis ulcerative, depression, headache, cauda equina syndrome, vaginal haemorrhage, fatigue, cystitis, migraine, weight increased, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cauda equina syndrome, colitis ulcerative, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: 2010(summons), (B)(6) 2016, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included parity 2 and urinary retention. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), back pain ("back pain/ back, l4 l5 s 1"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), colitis ulcerative ("gi conditions/ gastrointestinal or digestive system condition type: ulcer colitis"), depression ("hormonal changes/ hormonal changes describe: depression"), headache ("headaches,"), cauda equina syndrome ("nuero condit/prob/ neurological conditions or problems type: cauda equina syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), cystitis ("bladder infection / infection (bladder/ urinary tract/vaginal),"), migraine ("migraines /headaches"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain/ left and right side"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (essure removal surgery and l4l5s1). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, colitis ulcerative, depression, headache, cauda equina syndrome, vaginal haemorrhage, fatigue, cystitis, migraine, weight increased, vulvovaginal pain, abdominal pain lower and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cauda equina syndrome, colitis ulcerative, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: 2010 (summons), (B)(6) 2016, (B)(6) 2016, (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received- case category was upgraded from non-serious incident to serious incident. Essure removal reported. Essure removal date and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.